Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Also, severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label, stained end cap sticker and scratched keypad overlay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that cracks around display window and cracks near battery compartment. The customer's blood glucose was unknown. The product was returned for analysis.